Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 375 mcg/day via an implanted pump for cerebral palsy and intractable spasticity. The baclofen lot number was unable to be obtained. The patient was hospitalized due to having syncope episodes and having increase of spasm symptoms. The event/difficulty occurred (B)(6) 2016 (month and year are accurate). Environmental/external/patient factors that may have led or contributed to the issue were "none known". The reservoir volume was confirmed and actions/interventions taken to resolve the issue was a catheter replacement on (B)(6) 2016. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the clinical study indicated that per the modification form in the database, the catheter was replaced electively

Manufacturer narrative:
Analysis found damage to the transitional tubing.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.